Event description:
It was reported to philips that the device was not turning on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) examined the system on-site and confirmed that the device was not turning on. Review of the system log files showed connection to flexviewing pc was lost. Upon troubleshooting, fse confirmed the flexviewing pc failure. The defective flexviewing pc was returned to philips for failure analysis. The cause of the flexviewing pc failure was observed to be stops at power on self-test and a faulty dual in-line memory module (dimm). Due to manufacturing issues, the dimms may not function as intended, leading to issues with the azurion system's x-ray pc, suite pc, and flexviewing pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction (z-1156-2024). To resolve the issue, fse replaced the flexviewing pc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.